Manufacturer narrative:
(B)(4). No product will be returned. Customer stated that the device was discarded. The customer's report of splatter when disconnecting the syringe from the connector could not be confirmed.

Event description:
An IV team rn reported that while disconnecting a syringe from the connector, the blue piston seemed to stick and sprang back, spattering fluid on his gown. This event occurred about two weeks ago on nights while drawing blood from a PICC. The nurse flushed the line clear after drawing, saw no blood and was spattered when disconnecting. There was no patient or user harm reported and no medical intervention was required. Although requested, no additional patient or event details were provided.